Event description:
It was reported that during use of the set, the pump exhibited an alarm. Per reporter a new set was subsequently placed. It is unknown if there were any adverse effects.

Manufacturer narrative:
B3: unknown; no information has been provided to date. No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. G2: france.